Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported, the patient went back to the emergency room (ER) after the use of a 6-12f mynx control venous vascular closure device (vcd). The right limb experienced the complication of an infection 1-2 days after the procedure. The patient presented with an infection and a superficial abscess with some oozing at the access site. It is unknown if there was a culture. An antibiotic was prescribed, and the issue was resolved. The patient underwent an ablation procedure that the physician performed. There was only one access site. An 18f and two 9f unknown cordis sheaths were used. There was no other closure device used on the affected limb. There was no ultrasound performed prior to discharge. The device was used and prepared per the instructions for use (IFU). Other procedural details were requested but were not provided. The device was not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instruction for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors and procedural factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment and investigation have been initiated to further review similar complications reported.

Event description:
As reported, the patient went back to the emergency room (ER) after the use of a 6-12f mynx control venous vascular closure device (vcd). The right limb experienced the complication of an infection 1-2 days after the procedure. The patient presented with an infection and a superficial abscess with some oozing at the access site. It is unknown if there was a culture. An antibiotic was prescribed and the issue was resolved. The patient underwent an ablation procedure that the physician performed. There was only one access site. An 18f and two 9f unknown cordis sheaths were used. There was no other closure device used on the affected limb. There was no ultrasound performed prior to discharge. The device was used and prepared per the instructions for use (IFU). Other procedural details were requested but were not provided. The device will not be returned for evaluation.